Manufacturer narrative:
On july 26, 2021, mentor became aware that the date of bilateral replacement surgery was on (B)(6) 2021. Hence, field d6b for explantation date has been updated from on (B)(6) 2021 on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, mentor became aware that the replacement devices used on (B)(6) 2021 were catalog number 3504004bc; serial number (B)(6), on the left side, and catalog number 3504004bc; serial number (B)(6) on the right side. On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 325cc breast implant was found to be ruptured. Additionally, an area of shell abrasion within the rupture was observed. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 325cc mentor memorygel breast implant on both sides and experienced bilateral intracapsular breast implant rupture diagnosed via MRI. As a result, the patient has a scheduled surgery on (B)(6) 2021 for both devices to be explanted. This medwatch report is for the patient¿s left-sided device.